Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization, bent cannula and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to the hospital and was diagnosed with blood glucose (bg) values that reached over 250 mg/dl. The patient had a heart palpitations, tightness in the chest, lower neck pain, confusion/foggy sensation and nausea. For treatment, the patient was given lab tests (blood work), EKG, x-rays, intravenous IV (hydration), 5 units of insulin, and tylenol ( over-the-counter) for the pain. The patient was discharged after 3 hours. The cannula was bent, while wearing the pod between 4 and 24 hours on the back. The pod was leaking.